Event description:
Patient called lfs in 2004 and alleged that the meter was prompting a redo check message. The pt was unaware that they could continue to test on the meter with that message. They stated that they did not test on their meter for 3 days. The pt stated that they took their set dosage of glyburide 1000 mg and glucophage 10 mg twice daily. They reported that before they went to bed that night, they attempted to test, but they saw the redo check message and did not test. They were not symptomatic at this time. They reported around 3:00 am they woke up and were sweating. Family member called the paramedics and when they arrived they tested the pt's blood glucose; the result was 58 mg/dl. The pt did not attempt to test prior to the paramedics arriving. The pt was given a shot of glucose. Based on the info provided, there is no evidence of meter malfunction; the meter was prompting a functioning message. The pt was unaware that they were still able to test on the meter. There is evidence of the meter contributing to a serious injury; the pt continued to take their set amount of oral medication during those 3 days without knowing what their blood sugar was, which led to a hypoglycemic event. The check strip is being replaced for the pt.